Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). The protege gps stent was used for the target-lesion. During deployment the physician noticed that there was a gap at the handle (before the flush tube port). The stent was deployed in the target lesion without negative outcome. No injury reported. Evaluation of the returned device found that there was a slight separation of the manifold sonic weld joint. The distal assembly of the sds was examined: no abnormality or deformity was noted. The customer experience of protege gps stent delivery system sonic weld separation, (gap at the handle before flush tube exit), during stent release, was confirmed. The root cause could not be determined.